Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent endovascular treatment for bilateral iliac artery aneurysms using gore excluder iliac branch endoprostheses, and gore dryseal flex introducer sheaths as accessories. While delivering the internal iliac component, the delivery catheter and the pull-through wire became entangled. It was resolved after multiple attempts at re-cannulation, and deployment was successfully completed. Upon removal of the delivery catheter, the leading olive was found to have remained inside the aneurysm sac; however, as the stiff wire had already been removed, it was left within the aneurysm sac. In addition, a dissection was observed near the puncture site of the right common femoral artery, which was surgically repaired. It was also reported that there was a resistance while advancing the 16fr sheath. The patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.